Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e322 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #18: system pressure and centrifuge bowl leak/break. No trends were detected for these complaint categories. However, a CAPA was initiated for complaint category, centrifuge bowl leak/break, and it is now closed; but it is still being monitored. An issue review, #0216, was also initiated for complaint category, centrifuge bowl leak/break. This assessment is based on information available at the time of the investigation. The analysis of the returned kit, smart card and photo is still in progress. A supplemental report will be filed when the analysis of the kit, smart card and photos is complete. (B)(4).

Event description:
The customer reported that after 303 ml of whole blood processed (wbp), they received an alarm #18:system pressure alarm. The customer stated that then they heard a "pop" sound. The customer reported that after the centrifuge bowl had stopped, they removed the centrifuge bowl from the centrifuge frame. The customer stated that they saw blood at the rim of the centrifuge bowl, however, a blood leak had not occurred. The customer reported that they did not feel comfortable using this centrifuge bowl for a patient treatment. The customer stated that they ended the treatment and returned the volume back to the patient. The customer reported that the patient was in stable condition. The customer stated that they did not want to provide any patient information. The kit, smart card and photo were submitted for investigation.

Manufacturer narrative:
The kit , photos, and smart card were returned for analysis. A review of the smart card data indicated that prime was successfully completed and blood collection had started in double needle mode. Several alarm #1: air detected and alarm #17: return pressure alarms for pressure above the upper limit then occurred the customer changed to single needle mode after 119 ml of whole blood processed. The purging air phase was completed after 203 ml of whole blood processed. An alarm #18: system pressure alarm then occurred and the customer pressed the end treatment button after 302 ml of whole blood processed. The bottom of the centrifuge bowl was examined since the customer's photo showed blood in the outer diameter of the bowl's base, on either side of one of the locating tabs. The examination confirmed that there was dried blood in that location of the bowl. The centrifuge bowl was pressure tested in order to check for leaks, and no leaks were found. A closer inspection of the centrifuge bowl confirmed a crack in the side of the centrifuge bowl cover. The bowl was cleaned, inside and out, and was installed in a test instrument. The centrifuge bowl was spun at 2400 rpm for five minutes, and no leaks were found. A material trace of the bowl assembly and its components used to build this kit lot found one nonconformance not related to the complaint. The cause for the crack in the centrifuge bowl cover could not be determined. A CAPA was initiated at the manufacturing site in order to further investigate the root cause and associated corrective actions for centrifuge bowl leak/breaks. (B)(4).